Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large clip applier instrument has been returned and evaluated by the failure analysis team. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection was performed, and no damage was observed. No grip misalignment was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The clip test was performed multiple times and passed for all attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the large hem-o-lok clip applier instrument did not close clip. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. It was not possible to close the clip. No information was provided regarding the type and size of clips used with the clip applier instrument. No information was provided regarding the diameter of vessel or tissue bundle. The customer did not have information on how many times the subject clip applier had been used during the case when the incident occurred. There were no photos or videos of this event available for isi review.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).